Event description:
After treatment of a lesion with atherectomy, balloon dilatation and placement of a des in the mid rca, a perforation was detected. 3 pk papyrus stents were implanted. For two hours the patient was stable but just before transferring the patient to ccu, extravasation from pericardial space was noticed. Another pk papyrus stent (complaint device) was advanced to the proximal rca, but the stent dislodged. The patient remained hemodynamically unstable and was therefore transferred to operating room. An emergent sternotomy was performed. An approx. 0.5 inch tear was noticed at the rv-ra junction. Patient had svg to pda and direct repair of the rca to rv tear.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. After additional correspondence with the local staff, the hospital stated that different factors contributed to the complaint event: having prior stents, the use of a guideliner, the calcified target vessel. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.